Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device is not available for investigation in our laboratory. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "the flow rate was not accurate". According to customer: "the infusion time was inconsistent with the actual time, which affected the treatment effect."